Event description:
The customer stated the paramedics were called to her work due to low blood glucose levels and seizures. The customer was treated with glucagon and the customer stated she was vomiting after the treatment. The customer also stated she over delivered insulin prior to the arrival of the paramedics, because whe was snacking throughout the day and bolusing for the snacks. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.